Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Unable to test returned product because product expired prior to beginning testing. Product expired prior to testing.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 128 mg/dl and 369 mg/dl within 5 minutes on the performa nano system. No adverse event reported. The alleged product was requested for evaluation.